Manufacturer narrative:
Complaint conclusion: as reported by the preserve study, an optease retrievable inferior vena cava (ivc) filter was placed as part of thrombolysis procedure, however two days after the surgery the patient presented at the ed and was emergently admitted to surgery with a diagnosis of phlegmasia cerulea dolens. Tissue plasminogen activator (tpa) was administered and tpa infusion begun for catheter directed thrombolysis. Aspiration thrombectomy and catheter directed thrombolysis was performed the following day, involving the ivc, left iliac vein and left external iliac vein. The event resolved without sequelae and the subject was discharged six days after on acetylsalicylic acid (asa) and apixaban. The event was considered possibly related to the ivc filter or procedure. The patient has a history of diabetes and a current left lower extremity deep vein thrombosis (lle dvt) in the femoral popliteal vein, consented in preserve. The optease was implanted and the subject was discharged from hospital on the same day, on medications xarelto and aspirin. Iliac venography demonstrated complete thrombosis of the left iliac venous system all the way to the ivc. Inferior venocavogram demonstrated near occlusive thrombus of inferior vena cava into the ivc filter. Flow was brisk to the ivc and around the clotted portion of the vena cava filter. The filter remains implanted thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. In this case, there was an active thrombosis event occurring at the time of implant. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Concomitant medical products: tissue plasminogen activator (tpa), tpa infusion, acetylsalicylic acid (asa) and apixaban. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the preserve study, optease retrievable vena cava filter was placed as part of thrombolysis procedure, however two days after the surgery the patient presented at the ed and was emergently admitted to surgery with a diagnosis of phlegmasia cerulea dolens. Tissue plasminogen activator (tpa) was administered and tpa infusion begun for catheter directed thrombolysis. Aspiration thrombectomy and catheter directed thrombolysis was performed the following day, involving the ivc, left iliac vein and left external iliac vein. The event resolved without sequelae and the subject was discharged six days after on acetylsalicylic acid (asa) and apixaban. The event was considered possibly related to the ivc filter or procedure. The patient has a history of diabetes and a current left lower extremity deep vein thrombosis (lle dvt) in the femoral popliteal vein, consented in preserve. The subject was discharged from hospital on the same day of the implantation of the device. Iliac venography demonstrated complete thrombosis of the left iliac venous system all the way to the ivc. Inferior venacavogram demonstrated near occlusive thrombus of inferior vena cava into the ivc filter. Flow was brisk to the ivc and around the clotted portion of the vena cava filter. The patient was taking rivaroxaban (xarelto) and aspirin at the time of enrollment. All site principal investigators (pi) are experienced in the use of these devices and are following protocol instructions which include this notice ¿the instructions for use (IFU), which contains the product safety, storage, design, deliverability, and sizing specifications should be referenced prior to the use of any of the ivc filter brands specified in section 2.0 and strict compliance must be maintained during this clinical investigation¿.